Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg is no longer able to connect with the patient controller or clinician programmer. Reportedly, the patient experienced a loss in stimulation. As a result, surgical intervention may be taken at a later date to address this issue.

Event description:
Follow up revealed that the patient underwent surgery to have their ipg replaced. Reportedly, effective therapy was restored post operatively.